Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump using the provided reset information, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction codes reappeared.